Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through medical records, it was learned that a patient with a 23mm 2700 aortic valve was explanted after an implant duration of approximately 12 years, six months due to unknown reasons. The explanted valve was replaced with a non-edwards device. Facility, surgeon, and exact date of procedure are unknown at this time.

Manufacturer narrative:
Unable to request for product return for evaluation, as the hospital and surgeon information are unknown. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The investigation could not conclusively determine the root cause. The root cause remains inconclusive.